Event description:
I purchased a tria laser. The product was faulty from the beginning by not turning on or activating properly. The company is not concerned with the safety of its consumers. I am worried to use the laser, and fear others could have problems with their own lasers and tria is doing nothing to help. This is an item that has the potential to hurt its users and faulty parts are never good, but especially so if the company who produces them is not concerned about health and wellness.